Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as the reporter indicated that the device was not available for evaluation. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a nurse reported a low reading issue with the freestyle libre sensor. The customer was receiving lower scan readings than usual, and based on this the customer stopped long-acting insulin. On (B)(6) 2021, a low scan reading of 65 mg/dl was compared against a competitor meter of 450 mg/dl, and the sensor was removed. However, the nurse reported that the customer was not showing any adverse effects, and did not report providing customer with emergent treatment. Based on the information provided, there was no report of serious injury associated with this event.